Manufacturer narrative:
Manufacture¿s investigation conclusion: no specific device-related issues or adverse events were reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) outlines the adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), (B)(6), did not reveal any findings that would have contributed to a functional issue during clinical use. (B)(6) appeared to have been exposed to a fixative agent before being sent to abbott for evaluation. The device was returned assembled with the pump cable severed approximately 10¿ from the pump header. The remainder of the cable was returned in two portions, measuring approximately 3.5" and 11", respectively. The modular cable was returned securely attached to the distal portion of the pump cable via the inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Although no specific adverse events or device-related issues were reported, this IFU outlines the adverse events that may be associated with the use of the heartmate 3 lvas. Section 8 of this document also contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook also contains information about preventing infection. Section 4 contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Furthermore, the IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Incidental findings: during functional testing, it was noted the pump was unable to reach maximum speed due to an issue with the bearing phase current i3. There were no related issues reported during support, and review of the log files revealed this issue was not present when the pump was in clinical use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was listed as status 4 for a heart transplant by choice and came in from home for transplant on (B)(6) 2023.